Event description:
The report from the affiliate indicated that: the pt was admitted for an elective procedure to the 2.0mm non-tortuous pl branch artery. The 8.8mm, de novo type b1 target lesion was eccentric with no clot or calcification. Following predilation, a cypher (3.0x18mm) was implanted at 14atm for 30 seconds. The site was postdilated. Ivus was not conducted. Timi flow before the procedure was 3 and 3 after the procedure. The resudial % of stenosis after the procedure was 0%. Act was not measured. After 5 hours, the pt complained chest pain. Cag was conducted and thrombus was observed in the implanted cypher. To treat the thrombus, aspiration and poba was conducted with a balloon (3.0/20mm). Inflation pressure and time are unk.